Event description:
An ophthalmic surgeon reported during a procedure, the infusion cannula failed to insert into the trocar cannula. The cannulas were noted to be different sizes. Another cannula was used to complete the case without harm to the patient.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. As the customer did not retain the finished good's lot number, device history review and lot history could not be reviewed. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The root cause could not be determined. (B)(4).